Event description:
Patient called alleging that meter powers off during use. Patient claims they were experiencing symptoms of low at the time of testing, which consisted of dizziness and having nausea. Patient ate food and/or drank a beverage after attempting to use the meter. Patient was taken to the ER where they were treated with insulin and were given kool-aid. There is no information on what patient's blood glucose readings were in the hospital. Customer service checked that the batteries are in good condition and patient had replaced the batteries less than a year ago. Customer service was unable to resolve the issue and sent patient a new meter.